Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-09022. Follow-up identified surgical intervention was undertaken on (B)(6) 2015 during which time the existing leads were repositioned in the originally located occipital area (off label) with two new extensions added. Reportedly, the existing anchors were electively replaced during the same case. Effective coverage was achieved postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-09022. It was reported the patient experienced an untended change in stimulation. Reportedly, x-rays were taken and revealed the leads migrated. Surgical intervention may be undertaken as the next course of action to address the issue.